Manufacturer narrative:
The returned device was evaluated and the exposed portion of the soft cannula was observed to be kinked, however, the timing and cause of the damage could not be determined. During the investigation, the kink did not prevent fluid from exiting the distal tip of the soft cannula and no signs of leakage were observed. The download data did not show any timeouts or drive stalls during the run that would indicate the device struggled to deliver insulin. No other damages or defects were observed that would result in the device failing to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported while a patient had been wearing a pod between 36 and 48 hours their blood glucose level had rose to 498 mg/dl. The mother of the patient called the doctor for advice. The patient exercised, drank water and was given corrections. In addition the patient was given a manual shot of insulin. The patient's blood glucose history are as follows: bg(mg/dl) , 400 mg/dl, 438 mg/dl, 478 mg/dl, 498 mg/dl.